Event description:
Customer was hospitalized with blood glucose of 305 mg/dl, which customer treated with a bolus shot. Customer reports to have received excessive no delivery alarms. During troubleshooting, insulin pump alarmed "no delivery" during manual prime. Customer was advised that cause of alarm could not be determined without a complete infusion set change. Customer was advised to change infusion set as soon as possible. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).